Event description:
It was reported that during a procedure the laser shut off and stopped working. The customer observed that the ureteroscope light went dim right after the machine shut off and stop working. The physician was unable to "blast the stone"; the physician stopped the procedure. The physician "placed a stent in the patient; due to swelling at the ureteropelvic junction, they couldn't enter the kidney". No further information was reported.